Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black screen. Customer tried replacing the lcd board with no success. Customer asked for part # and price for inverter / main board. Customer was transferred to customer service for pricing. Customer stated they may send in for repair. To date, customer has not returned device to nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a black screen. The biomedical engineer replaced the lcd board with no change.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: customer ordered and replaced the invertor board and lcd which resolved the problem.